Event description:
It was reported that after a percutaneous transluminal coronary angioplasty, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, after advancing the proglide device on a 0.035-inch guide wire, the guide wire was removed from the device, the foot was opened, and the needles were advanced to the foot/cuffs via the needle plunger, but when the needle plunger was removed no suture was present. After closing/retracting the foot to remove the device, the device could not be removed. The level of anesthesia was changed from local to general. The device was removed surgically and hemostasis was achieved surgically. Once the device was removed, the device was found to be broken in two pieces at the distal tip (distal sheath). No reported significant clinical delay in the procedure. It is not known if the operator was trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove and suture not present after plunger removal was confirmed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no nonconforming material reports that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.